Event description:
Per the facility "excessive lint on towels got into patient's bloodstream during catheterization procedure".

Manufacturer narrative:
Per the facility "excessive lint on towels got into patient's bloodstream during catheterization procedure". Sample requested to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.